Event description:
It was reported that surgeon was hit on the shoulder and the nurse was hit in the face while trying to adjust the angle of the monitor.

Manufacturer narrative:
The account in question was found to be unresponsive to all five recall notifications. Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported device was not received for investigation; therefore, the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: manufacturing nonconformity, nonconforming vesa mounting plate, weld fracture, damage during shipping /handling, missing or damaged fasteners/screws, use error. In sum, the reported failure could not be confirmed since the device was not received for investigation.

Event description:
It was reported that surgeon was hit on the shoulder and the nurse was hit in the face while trying to adjust the angle of the monitor.